Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during the priming process. The following information was provided by the initial reporter: "late 60¿s male... Admitted for change in mental status. Procedure: IV medication-infusion. Bd extension set would not prime when connected to 10ml ns flush- pressure increased without success. Another set was used without problems. 2nd time this has occurred with this product."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-mar-2023 . H6: investigation summary one sample model mp5303-c, lot 22089430 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The needleless connectors were attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. The customer complaint that the set would not prime was able to be replicated. A device history record review for model mp5303-c lot number 22089430 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified? The initial reporter also notified the FDA via medwatch # 3600840000-2023-8009. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during the priming process. The following information was provided by the initial reporter: "late 60¿s male... Admitted for change in mental status. Procedure: IV medication-infusion. Bd extension set would not prime when connected to 10ml ns flush- pressure increased without success. Another set was used without problems. 2nd time this has occurred with this product."